Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause for the reported balloon movement during inflation could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon movement during inflation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 99% stenosed left anterior descending artery. After implanting a non-abbott stent, a 3.0 x 20 mm nc trek balloon was being used for post-dilatation; however, the balloon kept slipping and the lesion could not be dilated properly. Post-dilatation was completed successfully with the stent delivery system balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.